Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced altered mental status, confusion/disorientation, and diabetic ketoacidosis (dka), prompting evaluation in the hospital. During the event, a discrepancy was noted between glucose measurements, with the cgm reading 247 mg/dl and blood glucose (bg) readings of 450 mg/dl and 500 mg/dl. Treatment in the emergency department included intravenous (IV) fluids and IV insulin. The patient reported that their insulin regimen was adjusted during the visit; however, specific details of the change were not provided. There was no documentation confirming a medical diagnosis of dka. The patient was discharged in less than 24 hours and reported feeling slightly better at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.